Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump would not charge normally. When plugged into a power source, the pump did not recognize the power source and would not charge. There was no impact to the customers blood glucose level. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.